Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered pulse below lower limit) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to an intermittent connection at vcap jumper j1000. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a pulse below the lower limit.